Event description:
It was reported that when using the bd pyxis medstation system failed to detect auxiliary drawer 5 rows d on the communication bus, which hindered users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 5, row d, had failed and was not detected on the communication bus. A field service engineer verified that all cables and connections were secure but the issue still persisted. Then, the engineer replaced the cubie tray and restarted the station to resolve the issue. Additionally, preventative maintenance was performed on the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.